Event description:
It was reported that a patient underwent an atrial flutter procedure with a carto 3 rmt system and a visitag issue occurred. When ablating, there was no visitags visible. The grid was visible but not the tags. The carto app was reloaded and the issue resolved. The procedure was completed by taking manual ablation points with the visitag grid displayed. There was no patient consequence. This issue is indicative of a reportable event as this issue may potentially lead to inadvertent prolonged ablation in some areas which might result in patient injury.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent an atrial flutter procedure with a carto 3 rmt system and a visitag issue occurred. When ablating, there was no visitags visible. Manual ablation points were taken to complete the case. Reloading the carto app resolved the issue and the system is ready for use. The history of customer complaints associated with this carto 3 system was reviewed. There was not any additional reported complaints that may be related to the reported issue. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).